Manufacturer narrative:
The customer¿s report of a device malfunction was confirmed. Physical inspection of the device noted the battery pack was missing. There were no other anomalies observed. Review of the pcu event log shows that the pcu was powered up on (B)(6) 2018 with pump module (B)(4), syringe module (B)(4), syringe module (B)(4) and pump module (B)(4)connected in positions a, b, c and d respectively and contained infusion details which encompassed the date of the reported issue ((B)(6) 2018). Analysis of the pcu event log identified that the user having selected restore (rate = 1.9 ml/h) then selected volume duration and entered 19 minutes vtbi = infuse all (23.6859 ml). When start selected a guardrails warning was displayed which was confirmed by the user, and the infusion was started at 74.7976 ml/h. The event log identified that the infusion was completed in 19 min 8 seconds. Functional testing was performed and the device was measured to be within specification. The root cause of the customer¿s report was due to user programming error.

Event description:
Information provided suggests an over infusion of lipids occurred. The infusion was started at 16:00 at a rate of 1.9 ml/hr and the total syringe volume was 1900 mls. 30 mins later the pump alarmed to indicate the infusion was finished. From the reported information there are no indications of serious injury to the patient or user as a result of this incident